Event description:
The clinician reports that the day the implant was placed in ada 3, failure occurred upon insertion. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. Patient presented with bone type IV and inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.